Event description:
It was reported via repair work order that a patient attempted to exit the recliner and it kicked back. The patient allegedly fell sustaining a small skin tear on the left hand and cut above the eyebrow. The injuries required minor medical treatment. The recliner was found to be performing within specifications.